Event description:
Related manufacturer report number: 3006705815-2022-13766. It was reported that during the patient's ipg replacement procedure on (B)(6) 2022, it was noted that one lead had high impedances. As a result, the physician wiped down the lead and the ports were changed. Effective therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.